Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 600 mg/dl that is 923mg/dl on date of hospitalization mentioned was (B)(6) 2017. Customer stated most recent blood glucose was 375mg/dl which was upon treating with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.